Event description:
It was reported that this right atrial (ra) lead dislodged one day after it was implanted, with the dislodgment confirmed by x-ray imaging and when examined tissue was found on the helix, so a new lead was implanted. No additional patient effects were reported.